Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation. The clinical/medical investigation concluded that, per complaint details, the porous total knee arthroplasty study patient required a small fragment screw fixation due to a left medial partial mcl (medial collateral ligament) avulsion. Reportedly, the avulsion occurred during the implantation procedure and was related to the use of trial size. Per the case report forms (crfs), the anticipated adverse event with a start date (implant date) of (B)(6) 2023 was documented as a serious adverse device event not related to the study device but possibly related to the study procedure with a recovering/resolving outcome after screw fixation. Reportedly, the trial size resulted in the ligament injury; however, limited details are provided in the crfs. The patient impact beyond that which was reported cannot be determined, although a post-operative restorative phase would be anticipated. The current patient status is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that collateral ligament insufficiency is a contraindication for total knee replacement. Additionally, the possible adverse effects section revealed that unusual stress concentrations, can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a left tka surgery, the patient experienced a medial partial medical collateral ligament avulsion intraoperatively. This adverse event was solved with a small fragment screw. Patient is currently recovering.

Event description:
It was reported that, during a clinical study, after a left tka surgery was performed on (B)(6)2023, the patient experienced a medial partial medical collateral ligament avulsion. This adverse event was solved with a small fragment screw. Health status of the patient is unknown.

Manufacturer narrative:
Internal complaint number: (B)(4).